Event description:
Noted pain in right breast 2021, noted elevation and capsular contracture in 2022 in addition to multiple health conditions including autoimmune disorders which because increasingly frequent and impacting over all health the first of which began approximately 2014-2015. Brain fog, joint pain, crohn's disease (ibs) and ankylosing spondylarthritis, hla b27+, fatigue, increasing anxiety, recurrent candida infections, post nasal drip, increasing headaches, night sweats, muscle pain, sinus issues, multiple occurrences of sibo, recent shortness of breath. Mentor 300 cc silicone implant #(B)(4)on implant per pathologist. Chronically elevated eosinophils. Multiple years available. FDA safety report ID# (B)(4).